Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a femoral artery dissection was noted at the puncture point and was resolved with a non-medtronic balloon. No further adverse patient effects were reported.